Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture, intermittent over-sensing, intermittent under-sensing and was no longer working after the patient underwent a coronary artery bypass graft (CABG) procedure. The lead remains in use. No patient complications have been reported as a result of this event.